Manufacturer narrative:
Device not returned. Unfortunately, the subject device was not returned. Therefore, the reported endocarditis can not be confirmed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Per hcp, there was no malfunction or quality deficiency related to the explanted device. There is no allegation of product malfunction or quality deficiency. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 32 months due to endocarditis. Per the surgeon's response, the organism was staph aureus. The surgeon noted that the explant was not related to any device malfunction or quality deficiency. Also, the device was not available for return. The explanted device was replaced with another edwards bioprosthesis valve. No additional information was provided.